Manufacturer narrative:
Device investigation: results: there is a bend in the pusher assembly 5.0 cm from the proximal end. The coil is sheathed and attached to the pusher assembly. With the sheathing pulled back the coil is seen to be well formed and kink free. Conclusion: the kink in the coil reported in the complaint is actually a kink in the pusher assembly. The kink is located on a section of the pusher assembly which is outside the carrier hoop and is the first to be handled when the assembly is removed from its packaging. The kink is likely the result of damage which occurred during the removal of the product from the carrier hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The technician opened the package and noticed the proximal end of the coil was kinked. The physician did not want to use it. The product was not used in the patient.